Event description:
Related manufacturer reference number: 2938836-2019-05512, 2938836-2019-05515. It was reported that when the patient presented in clinic, infection was observed. (B)(6) was found. Initial etiology was wounds on the lower extremities. Systemic infection was noted. Upon opening the pocket, purulent drainage from the device pocket was possibly a source of infection. Cultures was obtained from the drainage. The device, rv lead and ra lead were explanted. The incision was closed, and the patient was stable after the procedure.

Manufacturer narrative:
Additional information: analysis was normal. No anomalies were found.